Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified right internal mammary artery to the circumflex artery. A 2.50x28mm synergy ii drug-eluting stent was advanced to treat the lesion. When the physician went to deploy the stent in the circumflex artery at 4 to 5 atmospheres, the balloon ruptured and would not inflate anymore. The balloon was removed and a small emerge balloon catheter was advanced for post dilation. The procedure was then completed and the patient was discharged. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. The stent was not returned for analysis. It was deployed during the procedure as per complaint report. The balloon cones were reviewed and balloon wings were noted to be relaxed from their original folded position and stent crimp markings were visible on the balloon body. As part of the analysis, the device was soaked in water-bath 19215 at 37 degrees celsius to prepare it for balloon functional testing. Inflation of the device was attempted but the device failed to inflate; most likely due to the partial break in the midshaft which was noted during analysis. The device was then cut at the polymer extrusion shaft section and inflated using an inflation device aid (a needle inserted between the inner/outer polymer extrusions). The device inflated to rated burst pressure (rbp) without issue and deflated in 4 seconds this is within measurement. Deflation time was measured using stop watch. The inflation device was verified at rbp before and after use with a calibrated pressure gauge. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found an inner/outer polymer extrusion kink 75 mm distal from the guide wire exchange port. A partial break in the midshaft 25 mm distal from the hypotube/ midshaft bond was also noted during device examination. This type of damage is consistent with excessive pressure being applied on the delivery system. The noted damages on the shaft during analysis most likely inhibited the complete inflation of the balloon. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified right internal mammary artery to the circumflex artery. A 2.50x28mm synergy ii drug-eluting stent was advanced to treat the lesion. When the physician went to deploy the stent in the circumflex artery at 4 to 5 atmospheres, the balloon ruptured and would not inflate anymore. The balloon was removed and a small emerge balloon catheter was advanced for post dilation. The procedure was then completed and the patient was discharged. No patient complications were reported and the patient's status was fine.